Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead was found to be dislodged, which was confirmed by chest x-ray. The rv lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.